Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 11 / 3.5.1 / ios_15.5.

Event description:
It was reported that pump "touchscreen is scratched, impacting screen visibility and ability to see blood glucose readings". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.